Event description:
It was reported that during use with an unspecified amount of bd micro-fine¿ pro pen needles device was able to be primed, however, medication was unable to be fully delivered during injection. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the drug solution came out during priming, but only one unit of drug solution came out during injection. The patient has been using the product since (B)(6) 2023 and reported many defective products due to the same event .

Manufacturer narrative:
Correction: imdrf annex b grid b14 a lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
H6: investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. One open 32g x 4mm pen needle sample and three photos were returned from lot. No.2180169, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. As the sample returned was open it is not possible to determine root cause. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with an unspecified amount of bd micro-fine¿ pro pen needles device was able to be primed, however, medication was unable to be fully delivered during injection. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the drug solution came out during priming, but only one unit of drug solution came out during injection. The patient has been using the product since (B)(6) 2023 and reported many defective products due to the same event.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd micro-fine¿ pro pen needles device was able to be primed, however, medication was unable to be fully delivered during injection. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the drug solution came out during priming, but only one unit of drug solution came out during injection. The patient has been using the product since (B)(6) 2023 and reported many defective products due to the same event .